Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was not received for evaluation, thus visual and functional evaluation cannot be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the complaint history records showed there¿s no similar event for overheating complaint associated with the reported part number. A review of capas, ncs pra/hhes, and field actions found no escalation actions related to the complaint. A review of risk management file showed the risk level associate with reported failure mode is low. The complaint was not confirmed, and the root cause cannot be determined as the reported event cannot be reproduced. It was determined the device not contributed to the reported event. Factors, unrelated to the manufacturing of the device which could have contributed to the reported event potentially include unproper operation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a spinal ube surgery, the connection between the fiber optic and the mirror of the camera control unit overheated, causing a blister burn on the doctor's thumb; the burn was treated, although it is unknown how. The customer believes the light source is not cold and generates excessive heat, the protective film and a black cloth were burned because of it. Surgery was completed with the same reported device. There was no surgical delay, and no further complications were reported.